Event description:
This posterior chamber intraocular lens was implanted on 11/10/97 after uneventful extracapsular cataract extraction. The pt had no pre-existing ocular problems. Forty-eight hrs after surgery, the physician noted corneal striae. The surgeon prescribed steroid and antibiotic drops. The pt was last seen on 12/30/97. Corrected vision had improved to 20/70, and the pt was told to continue the ophthalmic medications.